Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct result which met the clinical picture and a corrected report was issued. The data logs have been provided and an investigation will be opened. The customer stated that the issue was resolved by replacing the measurement cartridge.

Event description:
The customer reported discrepant sodium values on the rp 500 compared to a non-siemens laboratory analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the data files that were provided by the customer. Benzalkonium spikes were observed on the rp 500 in question. The benzalkonium spikes indicate that either the sample or device was contaminated with benzalkonium. Benzalkonium is a known interferent for the rp 500 sodium sensors as stated in the operator's manual.